Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion tests. No unexpected low reservoir alarm was noted. All the buttons functioned properly and no moisture damage on keypad traces was noted. The keypad connector was fully locked. No cosmetic damage was noted.

Event description:
The customer reported via phone call of high blood glucose readings, low reservoir and keypad anomaly from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that the pump does not alarm her when she has a low reservoir. The customer stated that when she gets passed 20 units on her pump, she received the low reservoir. The customer stated that the alarm will not go off at 20 units but will go off at 5 units. The customer also stated that the up and down button arrows are not working. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.